Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of forceps elevator lever, up/down knob cannot be locked securely. Adhesive on bending section cover had white-clouded area. Electrical connector had discoloration due to water leakage. Paint on air/water-cylinder and suction-cylinder was peeled. Indication on scope connector was peeled. Objective lens had a scratch. Adhesives around light guide lens had white-clouded area. Scratches were found on distal end cover, connecting tube and objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited poor air/water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the reprocessing was not carried out according to the instructions for use (IFU), and the removal of the foreign matter was inadequate. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.